Manufacturer narrative:
Results: footboard module tabs broken off.

Event description:
It was reported that the footboard modules were popping out of the footboard. No adverse consequences were alleged.